Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is expected but has not yet been returned to fisher & paykel healthcare in (B)(4) for evaluation. We will submit a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the gas intlet port of a rd900 neopuff infant resuscitator had cracked off. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned a fisher & paykel healthcare regional office in united states and was inspected by a trained f&p technician. Result: visual inspection of the returned neopuff revealed the gas inlet port was broken. The manometer was found to be out of specification. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. We also note that the complaint device is more than 10 years old. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A hospital in (B)(6) reported that the gas intlet port of a rd900 neopuff infant resuscitator had cracked off. No patient consequence was reported.